Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted (B)(6) 2024. The patient was discharged the next day on a medication regime of apixaban. On (B)(6) 2025, 396 days post index procedure, the patient presented for protocol scheduled 12 months follow up visit. Computed tomography (CT) assessment revealed a pedunculated and non-mobile thrombus on the atrial facing surface of the watchman flx pro laac device with unknown maximum area and a small peri-device leak of 1.6mm diameter. The patient was on aspirin at the time of the event at which time was stopped.